Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they felt uncomfortable stimulation as if it was were getting zapped and that it happened a couple of times a day. Patient further reported that the had a fall a few months ago and the discomfort started further on. There was no positional movements related to this and that they can be sitting a get zapped. Patient also reported that they had an infection because they had fever and lesions on their legs. They further explained that the got lethargic and wakes up wet. Patient stated they called their neurologist doctor and he said he was going to take some x-rays. Patient also reported that they experienced lot of gradual pain at the site where the lead is. At the base of spine in middle of hips and it felt like pressure as if someone pushing against it with their fist. They further stated that they had gone from walking to using a walker and wheel chair for the first time in three years. Patient was redirected to their health care professional to check the system by x-ray and impendences. No further complications w ere noted or anticipated.